Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two call recordings. Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that .  The programmer doesn't work. Patient said implanted battery stopped working about two weeks before had replaced. When asked, patient said that it was unexpected that implanted battery depleted. Patient said that had the system completely removed and received a different system on (B)(6) 2024  and was told that the new system would last longer.